Event description:
Kimberly-clark received a report from (B)(6) stating, " once pressed the suction tube remained locked in the endotracheal tube. It was not possible to retract the trachcare suction catheter,they managed to change the device." There was no injury to the patient. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event.the device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.